Event description:
Caller stated that the humidifier started smoking about 6 hours later after it was turned off. She stated that her daughter alerted her that there was a burning odor and then she noticed the smoke; the unit had overheated. Caller stated that the unit was unplugged and even at that time steam was emitting from the core of it. The manufacturer was contacted and they advised her to return it for a replacement; however, she does not feel they are concerned about the fire hazard it presents. Caller feels that this humidifier is unsafe and should be reported. Retailer: (B)(6). Purchase date: (B)(6) 2016. This date is an estimate. (B)(4).